Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the lead exhibited noise and there was undersensing of any intrinsic rhythm. The sensitivity was increased, and the r-waves measured between 1.5 mv and 3.9 mv. The lead was repositioned multiple times; however, the signals remained small and the undersensing persisted. The testing cables were exchanged, and the programming vectors were adjusted, and the issues remained when the ring electrode was involved. The procedure was successfully completed with a new lead. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the lead exhibited noise and there was undersensing of any intrinsic rhythm. The sensitivity was increased, and the r-waves measured between 1.5 mv and 3.9 mv. The lead was repositioned multiple times; however, the signals remained small and the undersensing persisted. The testing cables were exchanged, and the programming vectors were adjusted, and the issues remained when the ring electrode was involved. The procedure was successfully completed with a new lead. The lead was returned for analysis.